Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd-legacy® pump was involved in a patient death. The device was in use with a patient for infusion of a chemotherapeutic. The infusion began at a user facility on (B)(6) 2017 and patient was discharged to home to complete the infusion on ambulatory care. The scheduled infusion was expected to be completed at the end of the day on (B)(6) 2017. The patient was found to have expired on the morning on (B)(6) 2017. It was noted that the autopsy did not identify the cause of death and that it may be related to an unknown factor of the patient's condition. The reporter noted that a device problem was not suspected. Additional information has been requested; if received, a supplemental report will be sent.